Event description:
It was reported that an ilet device ¿fell apart,¿ after which a replacement was shipped and the user continued on backup therapy until the replacement arrived. Symptoms were not reported and there were no adverse clinical effects. Outcomes included temporary interruption of device use and reliance on backup therapy without medical escalation. Investigation included return logistics review and carrier tracking, which confirmed the replacement unit was being shipped back for assessment. Investigation of this device revealed a suspected hardware integrity concern consistent with enclosure or bezel separation on the pump assembly, pending physical evaluation. It was concluded, based on similar reports, that the cause was likely product failure related to device housing integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.